Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back-up vvi operation. After a software download, the device resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).